Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion1x16 perc lead kit-50 cm model#: sc-9004-35 serial#: (B)(4) description: precision connector m1, 35cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the clik anchor site. The patient underwent a revision procedure wherein the lead was replaced, and the clik anchor was removed. Everything was reportedly taken out except for the ipg. No device malfunction was suspected. The patient was doing well postoperatively.